Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2019 one clip was implanted, reducing grade 3 degenerative mitral regurgitation (mr) to grade 1. On (B)(6) 2019, echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3-4. On (B)(6) 2019, a second mitraclip procedure was performed. One clip was implanted reducing mr to grade 1-2. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The increased mr is likely due to the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.